Manufacturer narrative:
One endotracheal tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Sample was filled with air and submerged in water ti detect for leakage. A leak was noted to be coming from a small tear in the cuff. The customer reported complaint was confirmed and was determined to have occurred after the product left the shm facility. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Foreign : (B)(6).

Event description:
Information was received that during the use of a smiths medical portex clear pvc, oral/nasal, profile soft seal cuff tracheal tube the "customer noticed air was leaking from the cuff". Subsequently a tracheostomy tube change out was required. No patient adverse effects were reported.